Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02305. It was reported that the patient had an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and the lead was cleaned out and remains implanted. Patient was also hospitalized for treatment of infection.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.